Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the lead required over twenty turns to extend and retract the helix. It was also noted that during extension the helix would pop out and during retraction the helix would pop back in. Per the physician, there were no noticeable kinks or tortuosity in the lead during the attempted implant that would cause the torque to build up while attempting to extend the helix. The lead was connected to the pacing cables and had high impedance and no clear signal. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.